Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an 808:03 error on channel a in the event history; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. Patient involvement is unknown. The user interface module master software version is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 808:03 was confirmed during product evaluation. This condition was caused by a faulty pump module. The channel a pump module was replaced to correct this condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. This involved a colleague infusion pump with a user interface module master software version 7:01:00.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because, it is same as or similar to product distributed within the u.s. A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.